Manufacturer narrative:
The sample was not returned for eval nor was a contact name/facility reported. Retention samples from this lot and the batch record were reviewed. No non conformities were found. Feeding tube placement is dependent on the pt's anatomy and the clinician placing the tube.

Event description:
Event desc: during an insertion of a corpak temporary tube for feeding and medications via the nare, the tube was passed through the wall of the sinus and into the brain of the pt resulting in death. No other info is currently available.